Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with more than 300 units of insulin during the load sequence. Reportedly, the customer was also using cold insulin and reusing the cartridges. Tandem technical support educated the customer in proper load techniques. The customer either loaded a new cartridge or re-loaded the cartridge prior to the call to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.